Event description:
It was initially reported that the pt had his vns system explanted due to an infection. The physician indicated that the pt's mother did not fill the prescription for antibiotics after surgery. The pt then developed (B)(6). Device history records were review confirming that the lead and pulse generator were sterilized prior to distribution. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.